Event description:
Additional information shows lead remains implanted.

Manufacturer narrative:
Analysis of the lead did not reveal any condition that would have contributed to the reported noise. The electrical characteristics of the lead were found to be normal. Visual inspection revealed an abrasion at 51 cm from the connector pin, exposing the etfe cables but not abraded in this area. The abrasion is consistent with that caused by friction with another device.